Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and interrogation of the device revealed a firmware error message. The power-on-reset was likely caused by the external shock delivered during the implant procedure. The presumptive cause of the device issue and subsequent reset was due to the external lead breach in another manufacturers lead.

Event description:
It was reported that during implant procedure that the doctor induced the patient, and a 25 j charge was delivered, but it did not convert the patient. The patient was externally rescued. The device reported less than 20 ohms for the therapy. A 35 j charge was attempted, and again the patient failed to convert. The patient was externally rescued. Telemetry with the device was lost. Interrogation with a wand showed power-on-reset (por). An insulation breach was discovered in a competitor lead after failed induction, which had resulted in por and loss of telemetry. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found were found and interrogation of the device revealed a firmware error message. The power-on-reset was likely caused by the external shock delivered during the implant procedure. The presumptive cause of the device issue and subsequent reset was due to the external lead breach in another manufacturers lead.